Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (lesion morphology - 88% stenosis). Inherent risk of procedure (stent deformation). Deformation problem (stent deformed). Evaluation conclusions: device failure related to patient condition (lesion morphology - 88% stenosis). Inherent risk of procedure (stent deformation). (B)(4).

Event description:
It was attempted to treat a lesion exhibiting 99% stenosis in the rca with an endeavor resolute drug eluting stent. The lesion was first pre-dilated with a 2.0x15mm balloon and 88% stenosis remained post dilatation. The endeavor resolute device had been inspected and prepped prior to use without issue. It was reported that the endeavor resolute stent could not cross the lesion due to the level of calcification present. No patient complications were reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary: there were two kinks located on the delivery system, at 12cm and 60cm distal to the strain relief. The first three distal segments of the stent had evidence of raised and stretched struts. The proximal segments of the stent had evidence of stretching and misalignment. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).